Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device used in this incident, it was determined that the station did not appear to be synchronizing with the server. A technical support specialist (tss) forwarded a deployment guide to the field service engineer (fse). The tss coordinated with the hospital¿s information technology team and confirmed that all required network ports were opened. Fse max reported that patient and order data were not up to date on the station. The tss reviewed system logs and confirmed that the station was operating in manual recovery mode. The issue was resolved by applying the fix outlined in the knowledge article ¿manual recovery required ¿ datasyncinvaliduploadchangetrackingvalue.¿ fse max confirmed that the issue had been resolved and approved closing the case. The system functioned as intended after technical support specialist and field service engineer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es failed to appear to be syncing with the server. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.